Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, it was confirmed the reported battery failure was not due to a disengaged battery switch. Once the console was booted the console alarms were consistent with what the reported failure issue. Therefore, the root cause of the battery failure was due to a defective battery. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during a software update, the automated impella controller (aic) exhibited a battery failure alarm. Attempts to turn power button off and back on didn¿t resolve the problem. The aic had been plugged in to a red outlet but only registered 50% battery. No patient involvement.